Event description:
It was reported that tip broke instrument and flew off of sterile field and onto the floor during surgery. Hosp reports no injury occurred but believes there was a potential for injury. It is not known if this is a codman insturment as there are no markings indentifying it as such. If it is a codman instrument; the size and configuration indicate it would be 36-2017 mayo hegar needleholder. The instrument was repaired by codman in november 2000 as indicated by the 11/00r marking on the device.